Event description:
Customer reported blood glucose results of 533 mg/dl, 121 mg/dl, 62 mg/dl, and 77 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported relative to this discrepancy. A request was made for the return of the system, replacement was sent.